Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv came apart. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063019. It was reported that part of the tubing "distal from the distal port" fell off the rest of the tubing set. Event description per email states: "part of the tubing (distal from the dista port) fell off the rest of the tubing set" "writer primed the IV tubing with normal saine solution in the med room, along with 4 other sets. When carrying the primed lines from the med room to the designated treatment area, part of the tubing (distal from the dista port) fell off the rest of the tubing set. There was no tension applied to the IV tubing aside from the weight of gravity. "

Event description:
It was reported that as lvp 20d dehp 2ss cv came apart. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20063019. It was reported that part of the tubing "distal from the distal port" fell off the rest of the tubing set. Event description per email states: "part of the tubing (distal from the dista port) fell off the rest of the tubing set." "Writer primed the IV tubing with normal saine solution in the med room, along with 4 other sets. When carrying the primed lines from the med room to the designated treatment area, part of the tubing (distal from the dista port) fell off the rest of the tubing set. There was no tension applied to the IV tubing aside from the weight of gravity. "

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: one used primary set, model 2420-0500 lot 20063019, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's bottom smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that the distal tubing fell off the rest of the tubing set was verified. A device history record review for model 2420-0500 lot number 20063019 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing. H3 other text : see h.10.